Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breasts were very hard and painful". Examining "surgeon noted had capsular contracture and a 'tight skin envelope', along with "noticeable 'peri-areolar scar".

Event description:
Patient representative reported left side, "breasts were very hard and painful". Examining "surgeon noted had capsular contracture and a 'tight skin envelope', along with "noticeable 'peri-areolar scar'. Device remains implanted.